Event description:
The following information was reported by the customer's attorney's office: the customer's death was proximately caused by defects in the manufacture, design, and/or warnings. The customer's date of death was (B)(6) 2009 in (B)(6). Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.